Event description:
The customer reported a equipment speaker failure. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone# (B)(4). E1: reporter phone #: (B)(6). E1: reporting address line 1: (B)(6).

Manufacturer narrative:
The philips quality analyst (qa) could not confirm with the customer if there was sound and a speaker inoperative message was present. Due to the medical device not having a service contract and or the customer has not accepted the diagnosis quote. If additional information is later obtained, the complaint will be reopened. H3 other text : device not returned for evaluation